Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in the right eye one week post treatment. The surgeon elected to irrigate under the flap of the right eye. On (B)(6) 2014, the visual acuity sans correction (vasc) was noted to be 20/20 for the right eye and 20/20 for the left eye.